Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) which resolved 319 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and during a review of field logs, showed unit failed with 319 error code. The unit was placed on in-house system and failed. Error code 319 was triggered. No physical damages were found on the unit. Upon further investigation, the unit was placed on sftp to perform fitness test and 1-hour sine cycle. The unit faulted at node check with error nel 319 system_err_node_not_present_startup. The unit was swapped with a mcmbl gold unit and re-tested the unit. The unit passed node check and unit was tested for slow friction tests. Unit failed both friction tests for wrist pitch and wrist yaw, unrelated to the field complaint. Failed friction tests indicate to bad motors. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis found the mcmbl to be the root cause of the 319 error code during field use and in-house testing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer stated that they are having a problem with the console 1 right hand control. Error 319 was reported on the master tool manipulator right (mtmr). Prior to calling the customer restarted the system twice including a hard power cycle with the circuit breaker on the console but the error persisted. Technical support engineer recommended disconnecting the console and proceeding as a single console setup. The procedure was aborted with no report of patient involvement.